Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient experienced dizziness, and felt unwell. Evaluation revealed ipg capture management measurements were below threshold. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the implantable pulse generator (ipg) was implanted, and automatic stimulus threshold logic was set into the initial programming, which had not caused any problem for years. Approximately, four years after the ipg was implanted, the patient complained of not feeling well, and experienced dizziness and nearly fainting for approximately two days. The patient's symptoms of dizziness, and near fainting occurred when the patient bent down. The physician indicated the patient was pacemaker- dependent, and scheduled a follow up visit immediately. The resting electrogram revealed there was a malfunction of the pacemaker with two unanswered ventricle spikes. The pacemaker interrogation showed that the automatic stimulus threshold determination had measured the stimulus threshold increasingly lower in the last two weeks, and at the time of the interrogation the automatic stimulus threshold determination had measured only 1.0 volts at 0.4 milliseconds, while the manually determined stimulus threshold was at 1.75 volts. Due to the incorrect determination, the output voltage of the pacemaker was regulated so low by the program that the heart muscle no longer responded to the pacemaker impulses and intermittently the patient experienced asystole. The physician immediately increased the ipg threshold, re-programmed to manual and notified the device manufacturer. The ipg was extensively interrogated in various modes. The physician indicated that a ipg malfunction was confirmed, and further actions would be taken to resolve the device malfunction. No further information was provided.